Event description:
It was reported, that the pt had no hearing impressions during first fitting. Exchange of external equipment could not solve the problem. An implant check was performed by vibrant med-el staff in 07/2005: there was no signal from the "fmt" detectable. Pressing the implant area resulted in a hearing impression for 2 seconds, this result could not be reproduced. The pt was explanted the following month. Revision surgery showed strong tissue growth in the pt's middle ear and around the "fmt".